Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to duplicate the customer's reported issue. The device passed extended 91 hour run in test with the customer's settings without any unusual alarms and conditions. The device failed final test for slight non-conformities with flow and o2 blending tests. These slight non conformities will not result in a failure to ventilate properly. Internal inspection did not reveal any abnormalities with the device. Review of event trace revealed multiple ¿ln vent1¿ conditions. The service technician was unable to reproduce the ¿ln vent1¿ condition during bench testing.

Event description:
It was reported to vyaire that model lap top ventilator low oxygen pressure message could not be cleared. The customer confirmed there was no patient involvement associated with the reported issue.